Manufacturer narrative:
The device was reportedly discarded and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary intervention (pci) procedure using a 7f sheath. Reportedly, hemostasis was not fully achieved with the proglide suture and as the patient was emaciated and thin, a nylon suture was added. Additionally, manual compression was applied for 15 minutes and hemostasis was achieved. The patient was sent to the ward after the procedure and the next day the nylon suture was removed. Follow up was done and it was noted on (B)(6) 2021 that there was pus at the puncture site. The patient was checked again on (B)(6) 2021 and the pus was continuing, an examination was done and it was determined that the patient had an infective pseudoaneurysm. Disinfection and washing of the site were performed as treatment. Surgical debridement was scheduled for (B)(6) 2021. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: reportedly, surgical debridement was performed and the infected pseudoaneurysm was removed, however, complications/intestinal necrosis occurred. It was reported that intestinal necrosis was due to the procedure to treat the infected pseudoaneurysm. As no orthopedic surgery was able to be done yet, it was determined that there was a clinically significant delay/impact to the patient. The patient remained hospitalized as of (B)(6), 2021. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The reported patient effect hemorrhage, infection and pseudoaneurysm are a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. E1: correction of physician name.